Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced an implant failure (date not reported), due to infection. The patient was reimplanted with another device on (B)(6) 2011.